Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a lead revision procedure (related manufacturer reference number: 3006705815-2024-08928 and 1627487-2024-12191) the physician suspected an infection at the ipg and lead site. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. Cultures were taken from both sites and antibiotics were prescribed to the patient. Investigation was unable to determine further details.

Manufacturer narrative:
Correction: the b5 in the initial report should have included "infection was resolved."

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.